Event description:
Site reported the tip of the catheter detached in the bronchoscope during a superdimension procedure. Issue happened prior to the tip entering the patient and there was no report of patient injury, death or other serious adverse event.

Manufacturer narrative:
Results - evaluation of the locatable guide found that a component was not used in the construction of the device. An internal corrective action has been initiated.